Event description:
Home pt (hp) reports switching used solution bag to already spiked heater line of homechoice set, while troubleshooting through an alarm situation during apd treatment. Baxter technician assisted hp in ending treatment. No pt injury or medical intervention required per rn.